Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of patient made mistake/ fersinias adapter, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. The patient's nurse stated that the patient had peritonitis in december approximately 1-2 weeks after being hospitalized for pneumonia at a hospital that does not use baxter products. The client was treated with vancomycin. Per the nurse, the baxter solutions, disposables and hardware did not cause or contribute to the clients peritonitis. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. This issue was confirmed because it was reported that there was a breach in aseptic technique in which the patient did not wear a mask. The assignable cause code could not be determined, since baxter is unable to determine why the patient didn't follow aseptic technique. The label review was performed and found to be adequate. Baxter will continue to monitor similar reports to determine if further actions are required.